Event description:
It was reported that during a renal pta/stenting treatment procedure, resistant was felt during deployment of the sentinol nitinol biliary stent. Resistance was felt upon the retraction of the outer sheath. Consequently, the physician was not completely satisfied with the placement of the stent. Further, the physician decided not to place stent. Futhermore, the physician decided not to place another stent due to proximity of the bifurcation of the profunda. The lesion being treated was calcified, 80% stenotic lesion in the proximal superior femoral artery. The procedure was completed. The pt was asymptomatic during this event. No pt injuries or complications were reported. The pt status is reported as 'fine'.